Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e-0 and e-1). Daughter is calling on behalf of the customer. Customer obtained the meter 4-5 years ago; customer changed the battery a day prior to the call ((B)(6) 2020). At the time of the call the customer felt well and did not report any symptoms. Daughter stated that customer had been hospitalized on (B)(6) 2020 due to pain in his leg and been diagnosed with a blood clot. Customers blood glucose test result when admitted to the hospital had been 500 mg/dl. Customer had received insulin injections and had a vein graft to treat the blood clot in his leg. Daughter stated customer's blood glucose test results while at the hospital averaged between 260-350 mg/dl. Customer had been discharged on (B)(6) 2020. During the call, a blood test was performed by the customer fasting and produced test result of 150 mg/dl using meter; customer was satisfied with the result obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/31/2021 and open vial date is 10/05/2020. The meter memory was not reviewed for previous test result history.